Manufacturer narrative:
Block h6: imdrf device code a020503 captures the reportable event of packaging incomplete seal.

Event description:
It was reported to boston scientific corporation that a captivator snare was intended to be use in the intestinal tract during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2026. Prior to the procedure, the plastic-sealed bag packaging was already unsealed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.